Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm power loss. Customer's blood glucose was unknown mg/dl. The customer stated when she use it, she noticed her battery in the yellow, changed the battery when the display went blank. It was found that the customer was without power for 10 minutes. The customer went to change battery and the power did not come on. The customer was advised that this is normal pump behavior. The customer was advised to monitor the pump.